Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, and subsequently the pump shutdown. Blood glucose was not impacted. No further information regarding the event was provided.